Event description:
It was reported that during use of the bd onclarity hpv assay reagent pack, a false negative hpv patient result was obtained. Sample was retested on cor, with an hpv negative result. Sample was tested again with allplex hpv assay, and result was positive. Sample was reported as hpv 39 positive, and sent to cytology for pap test according to norwegian guidelines. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd integrated diagnostic systems initiated an investigation into discrepant patient results on the hpv assay for the bd cor system (catalog # 443982, batch # 4065520). Bd investigation required review of the batch history records, review of customer returned raw files, and complaint history review. The batch history records were reviewed and no discrepancies were noted. Bd acknowledges the patient discrepant results through review of customer returned raw files. However. Bd was unable to duplicate or confirm the customers report after review of the qc release functional data during the batch history record review. There are no current complaint trends associated with discrepant patient results on the hpv assay. Bd quality will continue to monitor for trends associated with discrepant patient results on the hpv assay. Bd apologizes for any inconvenience.

Event description:
It was reported that during use of the bd on clarity hpv assay reagent pack, a false negative hpv patient result was obtained. Sample was retested on cor, with an hpv negative result. Sample was tested again with allplex hpv assay, and result was positive. Sample was reported as hpv 39 positive, and sent to cytology for pap test according to norwegian guidelines. There was no report of patient impact.